Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation of ¿scraped marks and kink at inner wall of biopsy channel¿ was confirmed. Based on the results of the investigation, a probable cause is that the user may have applied irregular stress to the biopsy channel such as by inserting/retrieving endo therapy accessory with the tip opened. As a result, the suggested event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have detected/prevented the phenomenon: user may be able to detect the suggested event by handling device in accordance with the following IFU. - inspection of the instrument channel . User may be able to reduce / prevent occurrence of the suggested event by handling device in accordance with the following IFU. - using endo therapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope biopsy channel abraded toward the end of the scope. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, borescope found scrapes mark and kink in channel, dents/chip om the distal end plastic cover, old glue over lens, bending section cover (a-rubber) glue cracks and scope connector dents plug unit. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.